Manufacturer narrative:
Additional information received: it was confirmed that the trigger was not attempted to be used during deployment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a thoracic aortic dissection of unknown length. It was reported that the stent graft was successfully deployed; however, during removal of the delivery system, the physician was unable to retract the tapered tip into the graft cover using the trigger, which was noted to be stiff and could not be pulled. Multiple attempts to pull the trigger were unsuccessful. The physician then slowly rotated the handle in the reverse direction to retract and eventually remove the delivery system. Per the physician, the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.